Event description:
This 52 year old patient first had bilateral breast augmentation with implants in 1974. She then had them replaced in 1980. Since then she has had developed chronic fatigue, myalgia, arthralgia, short term memory loss and dry eyes and vagina. The patient had a bilateral peritprosthetic capsulectomy with removal of the implants. The right had several tears and the left implant was intact.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.